Event description:
Literature: raphael, j.h., southall, j.l., gnanadurai, t.v., treharne, g.j., kitas, g.d., multiple lead spinal cord stimulation for chronic mechanical low back pain: a comparative study with intrathecal opiod drug delivery. Neuromodulation, volume 7, number 4 (2004). Summary: the objective of this paper is to assess the outcome of implanted multiple thoracolumbar lead spinal cord stimulation (scs) in mechanical back pain without prior spinal surgery. These results are compared with intrathecal opioid drug delivery (itdd). An anonymous third party patient questionnaire study of pain relief, function and psychosocial quality of life measures (recorded on 11-point numerical rating scales) for 12 patients with scs and 13 with itdd was used. Events reported: one of the scs patient¿s required revision surgery for lead migration. Unknown number of scs patients reported that they were unsatisfied. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Concomitant products: product ID neu_ins_stimulator, serial # unknown, product type implantable neurostimulator; product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).